Event description:
The system would not power on there was no report of harm and the system was outside of clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and confirmed the reported issue. All the leds on the equipment's main power distribution unit (mpdu) were off. Troubleshooting revealed that the issue was due to a fault in the mpdu. After the mpdu was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.